Event description:
Indwelling catheter placed and upon attempting to unfold the drainage bag, it was noted that the bag was adhered to itself, and the bag subsequently ripped open making it not a closed system; bag needed to be replaced. Patient's rn was to replace bag and save damaged bag for review. Manufacturer response for indwelling urinary catheter, urine meter foley catheter tray, 14 french (per site reporter). Emailed bd requesting assistance. Bard rep will coordinate the product investigation if the sample can be located.